Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hypoglycemic event and cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient lost consciousness and was found by patient's husband. Patient's husband treated patient with a soda. No further medical intervention was necessary. At the time of contact with dexcom technical support, patient reported feeling normal.

Manufacturer narrative:
(B)(4).